Event description:
Procedure type: lap inguinal hernia repair. According to the rptr: two pediports were placed midline side by side. Surgeon inserted the ports as normal, and locks the instrument. Upon insertion of his laparoscopic instrument, a small rubber piece fell within the abdominal cavity. The piece was retrieved, the incision size was not extended and neither was the operating time. No pt injury was reported.

Manufacturer narrative:
(B) (4).